Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose readings of over 400 mg/dl. Customer reported that sensor and infusion set cannulas were normally bent due to scar tissue or stretch mark. Customer declined troubleshooting for high blood glucose. Customer was educated on prevention of bent needles.